Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that when the pump was plugged into a power source, the pump began making a "sizzling" noise and emitting an odor. The issue persisted across multiple usb cables and power sources. The customer's blood glucose level was 193 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, and also had manual injection supplies available.